Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care professional (hcp) reported that the patient had a revision in 2008 but did not know any further details. It was noted that the patient recovered completely. There were no symptoms reported. Other relevant medical history includes post-laminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.